Event description:
Device 2 of 2. Reference MFR report # 1627487-2012-12864. It was reported the pt's lead migrated. The physician replaced the lead and pt is experiencing effective stimulation coverage. Note: the pt has two leads of different lot numbers, both are being reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.